Event description:
During a pm, it was noted that the cooling fan in the 9800 system was not working. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cooling fan. The system was tested and found to be working as intended and placed back into service.